Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3 with dcd tapered implant was returned for investigation. Visual inspection of the returned product identified no sign of damage within the external threads of the implant. The internal hex of the implant was in good condition and showed no signs of damage. Visual and dimensional comparison of the implant with its specification drawing (dwg no. 1040010 rev. C) verified that the implant was consistent with the design and within all required specifications. The patient was also reported to have edema and inflammation. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - (B)(6) 2015. Information identified: warnings, potential adverse events. Complainant reported pain and sensitivity around the gingiva of implant. The reported event could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to pain and sensitivity.